Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during while attempting to defibrillate a (B)(6) pt, the unit prompted "no shock advised". The complainant alleged the began performing CPR and minimal amount of energy or current was felt on his fingertips and hands. Complainant indicated that there was no adverse effect to the pt or medic due to the reported malfunction.